Event description:
It was reported that during an unk procedure, the handpiece responded error 4. The customer used a second handpiece with no pt consequence.

Manufacturer narrative:
Date sent : 9/25/2007. Info not available, device not returned for analysis.